Event description:
The customer reported experiencing unexplained high blood glucose of 275 mg/dl, and she was treated with an insulin shot. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found several no delivery alarms. Checked the bolus history and noted that the customer did not receive a full bolus in the morning. Assisted the customer to run the fixed prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the customer that the insulin pump will be replaced and revert to back up plan. Instructed the customer to remove the cannula, and it was not bent or occluded. The customer mentioned that the fill cannula was 0.2 units, and no 0.3 units. The customer's recent glucose reading was 306 mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.